Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 569 mg/dl. The customer's current blood glucose is 258 mg/dl. The another blood glucose level was 268 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with the insulin pump. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does allege pump was under delivering because insulin pump was unable to drop blood glucose level. The customer¿s blood glucose in the morning was 268 mg/dl. The insulin pump will be returned for analysis. The infusion set and reservoir will not be returning.